Manufacturer narrative:
Additional information: a1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the retainer legs of the anvil were bent or damaged as a result of rough handling. It was reported that the anvil was difficult to attach to the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the cut ring was partially severed or intact, this condition can be replicated by an incomplete hand compression. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when mating the anvil with the stapler, ensure that the anvil center rod is aligned with the integrated trocar of the stapler. Do not grasp/clamp on the legs (open end) of the anvil/center rod assembly. Doing so can bend the legs and make it difficult to attach/detach the anvil to the integrated trocar of the stapler. When firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. This may result in leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during robotic laparoscopic assisted total gastrectomy, the surgeon used two different staplers and two different oral anvil, attempted several times to connect the stapler and the anvil but failed. Upon successfully connecting, there was poor staple formation, staple line incomplete, partial cut, donut was incomplete, partial firing on the jejunum side and the anvil had to be cut out of the esophagus. As a result, the patient experienced unanticipated tissue loss and damage, the incision was extended more than one inch and the surgical time was extended for more than 30 minutes. To resolve the issue, the operation was converted to an open procedure, the anastomosis had to be done by hand sewn and the incomplete staple line was over sewn.